Manufacturer narrative:
The root cause for the lack of fusion after 10 plus months regarding the 2.0mm x 10° extremifuse implant (p/n (B)(6)), could not be determined. The possibilities are numerous including a non-compliant patient, poor bone quality or quantity, broken implant, user errors by the implant surgeon, active infections in the patient, high-levels of activity, etc. There was no lot number provided. Therefore, a review of the device record associated with this particular device could not be performed. A two-year review did not identify any CAPA or ncr investigations for this device. A two-year review of complaints did not show any additional complaints related to this implant. This implant is a single use device within the extremifuse system. Per the extremifuse risk document, the risk of the loss of fixation postoperatively has a severity rating of 3. Per the risk management procedure, a rating of 3 indicates a "serious" severity level (results in injury or impairment requiring professional medical intervention). The predicted risk level is "low". The extremifuse instructions for use (IFU) has multiple warnings, instructions, and contraindications regarding the implant. The surgical technique guide (stg) for the extremifuse system also shows the proper steps to implant the extremifuse implant. This issue will be monitored through routine trending.

Event description:
On (B)(6) 2018, osteomed was notified of an adverse event related to the 2.0mm x 10 extremifuse implant (p/n (B)(4)). Per the information received, the distal part of the implant did not catch properly, so a surgery was performed on (B)(6) 2018 to remove it.